Event description:
It was reported by service report that there was no power to the bed, and both siderail cables were cut. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power supply.